Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump has minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. Customer is not using the pump. Customer's blood glucose level was 777 mg/dl. Customer's blood glucose level was 118 mg/dl this morning. Customer had a failed battery test alarm in the alarm history. Customer was asked to return the pump for analysis. No further assistance needed.